Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 12, but no notable events occurred beforehand, and there was no adverse impact to the customer's blood glucose level. The issue had previously occurred, but while the pump could be reset, it had not been reported or reset in the past 24 hours. Technical support (cts) offered a new pump with updated software, advised the customer on storage procedures, and ensured a smooth transit process for the return. The customer was instructed to reprogram their settings and connect their cgm to the replacement device and agreed to return the faulty pump within 10 days to avoid charges.